Manufacturer narrative:
Concomitant medical products: 5076-45, lead, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that low impedance was observed on the right ventricular (rv) coil and superior vena cava (svc) coil of the rv lead. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.